Event description:
Pt status post plate and screw implantation on an unk date returned to surgeon complaining of pain on an unk date. Pt returned to operating room on (B)(6) 2012 hardware was removed. No new hardware was implanted, surgeon noted the fracture was fused and all hardware was intact upon removal. This is 3 of 6 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.